Event description:
It was reported the device exhibited error 41541. There was no patient involvement.

Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found the device in used condition. Functional testing was able to verify and duplicate the reported problem. It was determined that the corroded mpu board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.